Event description:
Additional information received reported that the patient still had concerns with their device or therapy but they were working with their doctor or a manufacturer representative. An appointment date of 2015-(B)(6) was noted.

Event description:
Additional information received from the health care provider (hcp) reported that there was a 50 percent or greater symptom reduction. The cause of the event was not determined. The patient was reprogrammed with 3 new programs on (B)(6) 2015. No troubleshooting, interventions, or other actions had been taken to resolve the event as the patient had not followed-up yet. The patient recovered without permanent impairment. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
It was reported that the patient never had therapeutic effect from their implantable neurostimulator (ins) and that none of the programs had worked for them, particularly at night. The patient stated that they had to use a catheter 8 times and that they had to go to the bathroom ¿a little bit¿ but their bladder did not empty all the way. They had been kept up in the night ¿every hour on the hour¿ for the issue. The patient stated that they went to the bathroom 4 times on the day of report. It was also noted that the patient still had botox in their system. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0tuzj, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were implanted with the device because a doctor had paralyzed their bladder with botox. The patient stated that at first they could not get the therapy to work for them and that it was not handling their target urinary frequency symptoms. The patient noted that they were going through programs like crazy but then they were called by a manufacturer representative (rep) on (B)(6) 2015 who instructed the patient on what stimulation changes to make in order to obtain symptom control. The patient stated that they had not touched the settings since the call, but had recently had a return of their urinary frequency symptoms. The patient stated that they were going to the bathroom every hour and noted that they had not had any trauma or falls. The patient synced with the implantable neurostimulator (ins) using the patient programmer (pp) and confirmed that stimulation was on. The patient stated that they were on program 1 at 1.7 v. The patient noted that they tried increasing from 1.5 v which was where they had been set at to 1.7 v and was feeling the stimulation in the same target area as usual. It was indicated that the patient would follow up with a healthcare professional (hcp) or rep if the current setting was not effective. No further complications were reported or were expected.